Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of anterior left knee pain.

Manufacturer narrative:
An event regarding anterior knee pain whereby the patellar component was revised involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed because the device was not returned for evaluation. Medical records received and evaluation: soft tissue malalignment in extensor tendon structure, possibly together with muscular atrophy due to prior knee disease have contributed to some moderate degree of malalignment with lateral shift of the patellar device causing an overload condition with poly fracture and possibly disassociation of the poly from its metal base. Also the tibial bearing was exchanged. The tibial bearing is almost always removed during revision surgery for any indication to improve surgical access to the joint to perform the procedures required. Removal of the tibial insert was certainly not related to the patellar malalignment problem as failure mode. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: based on the medical review, soft tissue malalignment in extensor tendon structure, possibly together with muscular atrophy due to prior knee disease have contributed to some moderate degree of malalignment with lateral shift of the patellar device causing an overload condition with poly fracture and possibly disassociation of the poly from its metal base. No resin for the revision of the tibial insert was given but it was certainly not related to the patellar malalignment problem as failure mode. No further investigation is possible at this time. If devices and/or additional information become available, this record will be reopened.

Event description:
Patient complained of anterior left knee pain.